Event description:
The customer states that there was a table error due to the control panel.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The table control pcb was replaced to correct the table motion error. The table was checked and is now working as intended.